Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post port device implant, the catheter of the device was allegedly fractured around the midportion. It was further reported that the fractured piece of the catheter embolized to the right lower lober pulmonary artery. The patient underwent unsuccessful percutaneous procedure to retrieve the fractured catheter from the pulmonary artery. Reportedly the patient transferred for removal of the port and was replaced with new port and catheter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that post port device implant, the catheter of the device was allegedly fractured around the midportion and leak was noted. It was further reported that the fractured piece of the catheter embolized to the right lower lobe pulmonary artery. The patient underwent unsuccessful percutaneous procedure to retrieve the fractured catheter from the pulmonary artery. Reportedly the patient was transferred to hospital for removal of the port and was replaced with new port and catheter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, however, one medical record was provided for review. The investigation is confirmed for the reported catheter fracture, embolism, fluid leak, migration, material separation and difficult to remove issue. According to the medical record, approximately a few days post port placement, fluoroscopic imaging of central venous catheter or port revealed there was a small break within the midportion of the catheter along the undersurface of the clavicle. During injection of the contrast, there was evidence of contrast extravasation from the break within the catheter with the contrast extended back along the catheter tubing towards the port. Approximately a few days later, transvascular retrieval of a fractured venous catheter was attempted. Fractured venous catheter was embolized into a right lower lobe pulmonary artery branch. At fluoroscopy the distal tip all the fracture groshong catheter resided in a peripheral right lower lobe pulmonary artery branch. The proximal portion of the catheter was in the proximal right main pulmonary artery. Despite repeated attempts with multiple different catheters and guidewires the catheter could not be snared for retrieval. This was primarily due to lack of a long enough sheath to reach into the pulmonary artery. The damaged catheter was exposed and removed. A new catheter was tunneled subcutaneously to the previous port location and was connected to the port. The port flushed through easily. Subsequently, next day an attempt was made to retrieve the fractured venous catheter from the right pulmonary artery of the patient¿s body. A gooseneck snare was then advanced through the sheath and used to capture the fractured venous catheter from the right pulmonary artery. The fractured venous catheter, snare, sheath and rosen wire were removed simultaneously. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6(device, method). H11: g2, e1, e3, h6(result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.